Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the instrument stopped working during surgery. The error message is "short regrasp." Initially reported incident did not meet the definition of vigilance case, however, upon review of the device the vigilance decision was changed. Additionally, complaint file (cc) was updated to include short description of "io arcing in jaw" as well as applicable "item defect loc/defect type" codes.

Manufacturer narrative:
Investigation: used test and analysis equipment: (B)(6). First we made a visible inspection of the jaw. Except the charring we found no further abnormalities. Then we checked the mechanical function. The clamping and cutting function worked well. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. One probable root cause in cases like this is an improper cleaning during surgery, so that carbonized residues of blood or tissue initiating an arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damage was created by an incorrect handling during cleaning the electrodes. A damage during rf-generator failures can be excluded. Because ther is suspicion of a design related aspect to the failure, we have entered this failure mode into our CAPA system are working on a solution. Therefore we will grant free replacement. A CAPA for improvement for better durability was started (B)(4).